Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed power loss alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, pump was monitored and functioned properly. No unexpected power loss alarms or replace battery now alarms. Pump received with scratched case, stained keypad overlay, pillowing keypad overlay, texture damage on keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed power loss and replace battery now. The customer's blood glucose levels are unknown at the of incident. The pump will be replaced and returned for analysis.